Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. In response to FDA report number: mw5098150.

Event description:
Patient reported "sharp pain in one side." Patient additionally reported "neck and back pain, stomach issues (ibs), add, allergies, chronic fatigue, headaches, nausea, tingling and numbness in spine, depression, swelling of feet, yeast infections, bladder infections, brain fog, memory, mood swings, dry eyes, problems with vision, dry mouth, low libido, irregular periods, knots in my shoulder and neck looks like a lar lump on my neck in back, anxiety, aging faster, insomnia, sensitive to loud sound/bright lights, bloated stomach, acid reflux, and acne on the chin;" these events are not related to the device. This record is for the right side. Additionally, healthcare professional reports right side rupture. Device has been explanted.